Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the ins was checked with the patient programmer and it was determined that the battery had been turned off. It was reported that the patient had turned down stimulation and turned the battery off with the programmer. It was reported that the battery was turned back on, stimulation was set to 3.5 v and the device was charged to 75%.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and consumer via a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for obsessive compulsive disorder and movement disorders. It was reported that patient was seeing an out-of-regulation (oor) message when using the patient programmer. It was reported that the healthcare professional gave the patient a range of 3.1 ¿ 3.9 volts, but the patient can only increase up to 0.5 volts. It was noted that the patient does not have access to change parameters. No patient symptoms were reported.